Manufacturer narrative:
.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that a perforation occurred. A graftmaster stent was advanced for treatment; however, the stent would not cross the perforation; therefore, another stent was used for treatment. No additional event or pt info is available.